Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
While checking tray in distribution center warehouse, it was noticed that the plastic was broken around the hole in the center of the trial.

Manufacturer narrative:
Examination of the returned device confirmed breakage. In addition, the inner diameter exhibits one chip. The root cause is attributed to product wear out; however, misuse (possibly through user error) cannot be ruled out. The surgical technique was reviewed by product development and marketing to try to understand the possibility that the view plate may be attached to the impactor and broach during impaction, resulting in the noted fractures of the view plates. This theory could not be confirmed nor ruled out, therefore marketing agreed to release a sales mail to the field (released on (B)(6) 2011) instructing the proper usages (view plate not attached , just used as a visual aide) to mitigate this risk associated with this possibility. Based on the investigation determination of product wear out as the root cause no corrective action is being taken. Monitor through (B)(4) depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.